Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician used a protégé everflex during treatment of a calcified/plaque lesion in the patient¿s superficial femoral artery (sfa). Slight tortuosity and moderate calcification are reported. No damage noted to packaging (i.e. Shelf carton, hoop/tray) embolic protection was not used. The device was prepped without issue. No resistance was encountered during advancement of the device. The device did not pass through a previously deployed stent. No excessive force was used. It is reported the delivery system became stuck and a piece of the proximal stent broke off during attempted removal resulting in the detached portion embolising at the target lesion. Another everlfex entrust was placed over the detached portion. No further patient injury reported for this event.

Manufacturer narrative:
Additional information: resistance in the delivery system was encountered when unsheathing the stent. Approximately 1 cm of the proximal stent deployed. The physician was not able to unsheath the rest of the stent so he made the decision to remove the entire device. During removal of the device the stent became stuck on the proximal up and over 6fr sheath and a piece of the stent detached. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation: the protégé everflex was inspected and observed the stent was not loaded the deployment system and was loose within the pouch. An inspection of the deployment system showed the deployment grips were pulled together and the inner/guidewire tubing was advance and exposed outside of the catheter shaft outer with the retainer exposed. A bend to the inner assembly was noted at the distal edge of the retainer. It is possible the bend occurring during handling of the deployment system post procedure. The stent was approximately 10cm long. According to the product labeling, the stent should be 12cm. One end of the stent was fractured, no tantalum markers were identified. The opposite end of the stent showed the tantalum markers intact. It is likely the fractured end of the stent was the distal end of the sheath and the proximal end was undamaged. The returned stent was likely deployed outside the patient. The returned portion of the stent showed no damage indicating the struts of the stent interfered with the vessel wall during retrieval. The dist al end of the stent was likely exposed within the vessel and may have caught upon the distal tip of the sheath and/or vessel wall. If information is provided in the future, a supplemental report will be issued.